Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump stopped working and the patient has been off the pump for seven months. The reporter wants to know how to get back on the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the unusual product issue.